Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, confirming the alleged issue. A programmer terminal tool was used to confirm that a crc error was present. Crcs are used to detect accidental changes to digital data. If the check values do not match, an error code 124 is flagged. Once the error code 124 is present, the pump stops and error code 100 - pump is in a critical error, is also flagged. An error code 122 was not observed until the critical error log was viewed. An error code 122 is: the soft reset flag was set. Pump is shut down. Engineering was unable to determine the cause for the corruption of the data or the soft reset error. The root cause of this issue is due to a corruption of the data that is read during a cyclic redundancy check (crc). The cause for the corruption of the data could not be determined. Internal complaint number: (B)(4).

Manufacturer narrative:
Pending completion of device analysis and review of device history record. (B)(4).

Event description:
Physician's assistant (pa) contacted technical solutions to report a patient's pump that was showing error codes 100 and 124. The pa reports that the patient began to go through withdrawal symptoms and has been feeling a lack of therapy since. Technical solutions instructed the physician and pa to perform a soft reset to try to clear the error code and to have the patient come back in 24 hours to check if the errors were still cleared. After 24 hours, the errors had reappeared. The pump was later replaced.